Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. The visual inspection of the returned product noted; the top of the obturator was disengaged. The dissector balloon only was received. Pmv performed functional testing; the dissector balloon was inflated, no leaks detected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the top of the obturator being disengaged may occur when mishandled during clinical application. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, as per the additional information received, the event occurred on (B)(6) 2017.

Event description:
According to the reporter, intra-operatively in a laparoscopic inguinal hernia repair on dissection of the pre- peritoneal space, after the cannula was inserted down to the pubis, on removing the obturator its top or hub was detached from the portion inside the cannula. The surgeon removed the broken piece using a forceps. Nothing fell into patient cavity. They opened a new device to complete the case and resolve the issue. The patient was alive with no injury.